Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was capped on (B)(6) 2018 during an unrelated procedure due to a low voltage impedance anomaly. The lead was replaced. No further information is available.

Event description:
New information notes sensing and capture levels were normal and the patient's condition was stable before and after surgery.